Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the broken jaw being returned with the device? Or, was the broken jaw discarded?

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the tip of the device broke, nothing fell into the patient. Another like device was used to complete the procedure. The patient was fine post-op. There was a minimal delay in surgery. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: batch #m90u3r. The device was received with the top jaw intact and not broken off as reported. The tip of the I-blade was broken off and not returned. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.